Manufacturer narrative:
On 11/16/2011, copies of patient's medical records were received. According to the operative report, the tricuspid valve surveyed and it was severely compromised by infection. The posterior tricuspid valve annulus was severely compromised as well as the leaflets of the tricuspid prosthesis. Although the root cause cannot be confirmed, the information provided indicates that this event was related to the patient's history of IV drug abuse and not a device malfunction or quality deficiency.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic tricuspid valve endocarditis (source: IV drug abuse) and tricuspid regurgitation. The surgeon indicated that this event was due to patient related factors. Unfortunately, the edwards device was not returned. Without return of the device, an evaluation cannot be performed to confirm the reported event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was noted to be from IV drug abuse.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 17 months. The reason for explanting the device was not provided. Unfortunately, no other details were provided. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. According to our records, the explanted valve was replaced with another edwards bioprosthetic valve. Moreover, there have not been any allegations of a product malfunction or deficiency.